Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Upon deployment of the closure device, patient developed a pericardial effusion. At this point, the closure device was released and successfully implanted. The physician was able to resolve the effusion on the table by performing a pericardiocentesis. No further complications were reported. Patient has been discharged home.